Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/05/2020. A manufacturing record evaluation was performed for the finished device am1921 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the suture came defective. The needle was loose from the thread. There were no adverse patient consequences reported. No additional information was available.